Event description:
The patient reported she awoke this morning at 8 a.m with a blood glucose reading of 140 mg/dl, ate a normal breakfast and shortly after had a blood glucose reading of 460 mg/dl. She stated she tested again about 1.5--2 hours later and her blood glucose reading was 596 mg/dl. She said she thinks she had a batch of bad insulin and possibly air bubbles in her infusion set tubing. She stated she is blind so can not confirm the air bubbles. She stated she was on her way to an appointment with her diabetes educator and requested a call once she got there. On follow up, the company representative spoke with the diabetes educator, the patient, and the patient's mother. During troubleshooting, it was discovered there was a centimeter long air bubble in the patient's cartridge and a little air in the tubing. The patient disconnected from her primary insulin infusion device and switched to her backup device. The diabetes educator was assisted in successfully priming out the air bubbles and the patient was advised to reconnect to her primary device. The product was replaced and requested to be returned for evaluation.